Manufacturer narrative:
Received one used. List #unknown, microclave. The seal on the microclave was not stuck down as received. As received, there were unknown solution residuals. No physical damage or other anomalies observed. No mating devices were returned for inspection. The microclave was leak tested per product specifications. There was no leakage. The microclave was disassembled, and slight slit propagation was observed. The reported complaint can be confirmed from the evidence of the residuals outside the fluid path. Probable cause unknown without the return of the mating device.

Event description:
The event involved an unspecified microclave that was reported to have a crack causing a leak which occurred during patient use. The customer reported a likely delay in therapy but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it is not yet received. D4 - the device product information is unknown, therefore, the UDI is unknown.